Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a disconnected cable-mounted plug connector, designator p504, on the analog pcb assembly. P504 had disconnected from pcb-mounted jack connector, designator j504, which caused the device to not power on. Power was restored to the device once these connectors were reseated. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not power on.